Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 56-year-old male patient, the electrodes would not adhere to the patient's skin and the associated device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
The electrode pads used during the report were returned to zoll medical corporation for evaluation. The customer's report was observed upon receipt during a visual inspection. The gel was observed to be shifted and rolled. Additionally, the anterior pad observed hair and most of the gel was missing from the pad. The electrode pads were subjected to continuity testing and both pads were able to obtain an ECG signal when properly coupled. It's important to mention that the customer administered two rounds of CPR using the electrode pads CPR puck. The electrode pads were scrapped after testing. Due to the factors observed, it has been determined that there was poor coupling of the electrode pads to the patient's skin. The poor coupling would contribute or be prone to shifting during CPR. Our electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.